Manufacturer narrative:
Product analysis: the device was returned for evaluation. The turbohawk was contained within a sealed, plastic biohazard bag. No ancillary devices were returned. No images were returned. The device was removed from the return packaging. The cutter driver was not returned with the device. No cracks or anomalies were noted in the device flush port. The distal flush tool (dft) was returned separated from the turbohawk catheter. No anomalies were noted to the dft, all components were aligned in accordance with specification. The dft was disassembled, no anomalies were noted with the black duckbilled valve or the vented cap. The gasket tissue flushing tool was removed from the dft. The inner diameter of the gasket was 0.123¿, consistent with the gasket tissue flushing tool specification. The turbohawk device was inspected. The distal assembly was fractured between the anchor pockets and the proximal end of the coils segment of the housing. The laser drilled inner coils were bent and separated and the coils were protruding from the proximal end of the housing assembly. No anomalies were noted with the guidewire lumen of the housing. A yellow substance was noted on the cutter window assembly; however, it is likely unrelated to the reported event. No anomalies were noted with the cutter window. The cutter was located just distal to the cutter window. A portion of the proximal end of the inner laser drilled coils remained attached to the cutter window assembly the coils were coiled around the housing. They were pulled out and the fracture faces were observed. The drive shaft, cutter, and distal cutter window were inserted into the dft. The vented cap was then tightened. The device was then attempted to be removed. The removal of the distal assembly from the dft required excessive force. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a turbohawk directional atherectomy along with a non medtronic 5fr sheath and 0.014 guide wire during procedure to treat a moderately calcified plaque fibrous lesion in the distal tibial/popliteal trunk and posterior tibial artery with 80% stenosis. The vessel diameter and lesion length are 3mm and 15mm respectively. The vessel was pre and post dilated. IFU was followed. There was a component damaged, the flush port broke. It was reported that during procedure, the cutter deformed and was pulled out with the sheath. It was not possible to turn off the thumbswitch. The device was safely removed from the patient and the cutter was located inside the housing upon removal. No pieces of the cutter were missing. A new device was used to complete the procedure. There was no patient injury reported.